Event description:
A facility reported that the light turret of the mlx 300w xenon lightsource (00mlx) was burnt and gave off a burnt smell. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: the described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue of burnt smell.